Event description:
It was reported that during a laparoscopic sigmoid colon procedure, the surgical tech had trouble closing the stapler¿s anvil to the staple cartridge. The surgeon said the knob only turned a small way and felt grinding when trying to close it. After several attempts, on the fourth try, the resistance released, and the surgeon said the "teeth came back in line." The stapler was then closed successfully, and the donuts looked good. A leak test was negative, and there were no patient issues.

Manufacturer narrative:
(B)(4). Date sent 10/2/2025. D4 batch #124d29. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with the safety broken but functional and appears as if the gray part in the safety was broken and not returned. The breakaway washer was present, cut and there were no staples present. However, the test battery and anvil were inserted, the orange indicator was moved within firing range and when firing trigger was pressed, the device fired without stopping until the battery was removed. The device was disassembled to verify the condition of the internal components and the the stop switch actuator was found broken. The damaged noted to the stop switch is not related to reported event description, it is possible that this condition noted on the stop switch may have occurred during device shipment and transport to our analysis site. The event reported was confirmed due to the damage noted on the safety, however, no conclusion could be reached as to what may have caused the safety broken. Please note that if the safety cannot be released, the instrument is not in the safe firing range. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 124d29, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.